Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that she was infected with a virus/infection after being implanted with an implantable neurostimulator (ins) on (B)(6) 2019. No surgical intervention was planned or occurred. The issue was not planned at the time of report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative that no diagnostics were performed by the manufacturer. The manufacturing representative contacted to the patient¿s clinic and they confirmed that the patient had pre-existing issues before the implant. No further information was available.